Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "failure of catheter detection sensor". It was unknown whether the device had met specifications. However, the product is intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: a labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the shipment was wrong and the patient had 2 to 4 male intermittent catheters were missing from each box. The patient had been using this product for less than 90 days. Per additional information received via liberator on 24nov2021, it was stated that the only issues was that there was missing catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the shipment was wrong and the patient had 2 to 4 male intermittent catheters were missing from each box. The patient had been using this product for less than 90 days. Per additional information received via liberator on 24nov2021, it was stated that the only issues was that there was missing catheters.